Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a device replaced due to pain at the implantable neurostimulator (ins) pocket site, on the right side. They changed the location of the lead to the other side, but kept the ins on the same side. The patient was still experiencing pain. The pain made it difficult for the patient to sit on that side and they lay down they have a hard time falling asleep because of the pain. It was recommended that the patient follow up with their hcp to talk about removal. It was noted that the manufacturing representative was at the replacement surgery, and that the patient had not fully recovered, as they are still having pain. The pain was not alleged to be sudden. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the pain she had experienced had not resolved and she was having the device explanted as a result. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.